Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button unresponsive was verified. The alleged alarms could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was unresponsive. Pump display turned on when plugged into a power source. Customer alleged pump was alarming that insulin delivery had stopped and the wake button was "stuck" when it was not. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.